Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient experienced fever and chills. The patient was hospitalized with an infection on (B)(6) 2024 and received intravenous antibiotics. Enterococcus faecalis was present in the wound culture. The patient was discharged on (B)(6) 2024 and received oral antibiotics. In the opinion of the physician, the infection was related to the barostim implant. As of (B)(6) 2024, the patient was doing well, and the pocket looked good.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was related to the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).